Event description:
It was reported that lead was explanted and replaced due to high capture threshold. The patient was fine after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.